Event description:
It was reported that the patient was unable to adjust stimulation, and also experienced a loss of therapeutic effect. The patient had also reached the upper limit of stimulation. No known accident or incident was related to this event. Additional information reported that the patient's implantable neurostimulator exhibited high impedances (>10000ohms on all but the #3 electrode). The patient's status was "good". Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)